Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an angiogram diagnostic procedure using a 6f sheath. Reportedly, the suture broke during deployment. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: the initial suture break was incorrectly reported as it was the guide that was broken. The device was separated at the guide but held together by the actuator wire. The device was removed by withdrawing the device slowly. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported guide break; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B5: description of event corrected. H6: medical device problem code 1562 removed.